Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, plunger does not advance quickly and the surgery was completed using same lens.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only two videos were returned. The reported complaint cannot be confirmed from the returned video. The reporting facility did not provide a lot number or any identification of the product. Received video called suspect product shows cataract surgery. When the nozzle of the company device comes into view the intraocular lens (iol) is already advanced into the nozzle tip. The iol appears to be progressing slowly through the nozzle tip and is delivered into the eye, although a definitive determination cannot be made based on the video alone. Received video called reference sample shows cataract surgery. When the nozzle of the company device comes into view the iol is already advanced into the nozzle tip. The iol progresses through the nozzle tip and is delivered into the eye. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. Two videos were returned but the reported complaint cannot be definitively confirmed from the provided videos. We are unable to make any determination on plunger speed in comparison with the approved device plunger speed profile from the video due to stability and magnification. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).